Manufacturer narrative:
Follow-up report submitted to document device evaluation results. Additional information h7, h9.

Event description:
It was reported that during a procedure at the user facility the acm nozzle not correctly attaching to cement cartridge. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
H3 other text : not available.

Event description:
It was reported that during a procedure at the user facility the acm nozzle not correctly attaching to cement cartridge. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.